Event description:
Per the audiologist, the patient is experiencing tinnitus. The results of an integrity test indicate normal function of the device. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).